Event description:
The customer reported that after pipetting an hbsag plate on summit the tech observed no sample or conjugate was pipetted into wells a2 and b2. No error was generated. No death or serious injury was associated with this incident.